Event description:
It was reported greater than 4000 ohms on all or some unipolar pairs. The impedances were c-0=694ohms, c-3=722 ohms with the other two case combos >4k. It wasn't clear on exact components, but company representative noted there was an adaptor type of connection at pocket. It was confirmed that 0 and 3 would be the only active electrodes available for programming with case, which explained why other impedances were out of range. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).